Event description:
The sensor was returned for evaluation. A visual inspection was performed and the reported event of inaccuracies could not be completed as the sensor is a one time use device. Additionally, the transmitter being used at the time of event was returned for evaluation. The device was visually inspected and no defects were found. Voltage testing was performed and the transmitter had voltage. Functional testing was performed and the test passed. The customer complaint could not be confirmed with transmitter testing . A root cause could not be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. No additional event or patient information is available. No product or data were provided for evaluation. The reported inaccuracy could not be confirmed. A root cause could not be determined.